Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the pacing lead dislodged repeatedly and the physician questioned the integrity of the helix. The implant procedure was reported to be abandoned due to the excessive procedure time. The lead was removed. No patient complications have been reported as a result of this event.